Event description:
At approximately 11:30am, the customer received a blood glucose reading of 128mg/dl on the contour next link. The lab result was 275mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to him.